Event description:
It was reported that during an implant attempt of a ventricular lead, the lead was flushed with water and the water squirted out of the side of the lead near the suture sleeve in an apparent hole in the insulation and it was unclear if the lead was damaged during the implant. It was also noted that the patient's anatomy made it difficult to implant. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic cut and the lead appeared damaged at implant.